Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned with product packaging and label. All 6 arms and 6 legs were present and intact. No limbs were crossed. No anomalies to the filter were noted. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All device measurements met the required specifications. Medical records review: medical records were not provided for review. Image review: based on the image provided, a bard denali filter was deployed in an upright position within the ivc confines, can be confirmed. Based on the image provided, the filter apex was located at the level of the l1 ¿ l2 intervertebral disk space and the filter extended caudally to the level of the posterior spinous process of l3 of the lumbar spine, can be confirmed. Based on the image provided, six arms and legs of the filter were identified; however, one filter arm was bent in the direction of the lateral wall of the ivc, can be confirmed. Based on the image provided, no contrast extravasation was identified in the ivc during the contrast injected vena cavagram, can be confirmed. Based on the image provided, some filter legs appear to be crossed at the caudal anchors, can be confirmed. Conclusion: the device was returned. One image was provided. No crossed or bent limbs were identified on the physical sample. Based on the image review, the investigation is confirmed for failure to expand and material deformation as some filter legs appear to be crossed and a filter arm was appeared to be bent in the direction of the lateral wall of the ivc. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter limbs were tangled and did not fully expand. The filter was captured and retrieved and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided and is currently under review. The lot number for the device was provided. The device history record is currently under review. The device was returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter limbs were tangled and did not fully expand. The filter was captured and retrieved and another filter was deployed without incident. There was no reported patient injury.